Event description:
Pta dilitation catheter to be inserted into patient. Proceduralist prepped the balloon and as he checked the catheter he noted the tip of the catheter fell off. The catheter was never inserted into the patient.